Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were noted on the right ventricular (rv) lead when connecting to two competitor devices. Once connected to a boston scientific device, the issue resolved. No adverse patient effects were reported.